Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was hospitalized due to high blood glucose (bg), reportedly reaching 476 mg/dl. The user did not complete a full infusion set change before sleep and awoke with elevated bg. Emergency services were called, and the user was transported to the hospital, where they were treated with intravenous fluids and insulin.